Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt's family member reports that the pt is doing well and that use of the magnet appears to be working for the patient. It was reported that intraoperative device diagnostic testing yielded high lead impedance results, but that implanting surgeon believed that it may have been due to the fact that the pt's nerve was relatively small in relation to the electrodes. Neurosurgeon indicated that the smallest available electrode was being used and, therefore, felt that the situation was acceptable. Revision surgery is planned. It is believed that the lead connector pin was not properly inserted into the generator connector blocks at the time of initial implant surgery.